Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-9165cdg baseplate impactor had an issue. The blue plastic tab that held the baseplate broke. No negative impact on the case or patient, case completed without complication. This was discovered during use on (B)(6) 2022 with no impact to the patient. Additional information has been requested. On (B)(6) 2022, the sales representative stated the following information via phone: the device was used in a procedure, and the procedure type was unknown. After the device was removed after impaction, and the case was completed, it was noticed that the blue plastic tab on the front end was cracked, not broken. Nothing broke off inside the patient, it was noticed after the case that it was cracked. This was discovered after use with no impact to the patient. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Upon visual evaluation, it was noted that one side of the circular post at the end of the base plate was broken off. The broken piece was not returned for evaluation. The cause remains undetermined, however, a probable cause is attributed to user-applied forces during use.